Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the device, physio observed that it would lockup when powered on and not complete the boot-up cycle.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the patient parameters (pp) pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed pp pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u1.